Event description:
It was reported that during an unknown procedure, the right bender "broke/chipped" during use. Another instrument was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the breakages and deformation of the opposite edges of the rod canal are consistent with overload applied during the correction of the rod when the bender is not fully inserted on the rod.